Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, during a transfemoral transcatheter aortic valve replacement (tavr) with a 26mm sapien 3 ultra valve, the first valve met resistance while advancing through the sheath. Flouroscopy revealed the valve was protruding through the sheath at the junction of the expandable and non-expandable segments, and a bent strut was noted. The system was removed as a unit. A new valve and delivery system were used and the valve was deployed successfully. The patient then underwent a cut down to repair the left common femoral artery. The patient required 4 units of blood. The patient was stable post procedure.

Manufacturer narrative:
The valve was returned, and crimped on a cut delivery system, which partially inserted through sheath. The returned device was visually inspected for any abnormalities and the following was observed: valve exposed through sheath; four (4) bent struts at the inflow; one (1) bent strut at the outflow; all struts exposed through skirt, normal after crimping and use; post-expanded valve: two (2) struts remained bent at the inflow near c3. Frame was distorted/canted. All struts remained exposed through skirt, normal after crimping and use. Leaflet wrinkled, dehydrated, and torn, likely due to storage condition (prolong crimping) during the return handling process. Flex tip gouges. No functional and dimensional testing were able to be performed due to device return condition (frame distorted/canted). The complaint for frame damage during use was confirmed. As such, available information suggests that patient factors (tortuosity) and/or procedural factors (excessive device manipulation/ steep insertion angle) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-04167.

Manufacturer narrative:
Update section d9 and h3. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The valve was not returned to edwards lifesciences for evaluation. A review of imagery showed patient's access vessel had tortuosity, valve frame appeared exposed through sheath strain relief, and one strut appeared slightly bent outward at the inflow. Due to no device being returned for evaluation, no visual inspection, functional testing, or dimensional analysis was able to be performed. As such, a manufacturing non-conformance was unable to be determined. During manufacturing, all sapien 3 ultra valves are 100% visually inspected by both manufacturing and quality for any defects. Prior to final packaging, 100% visual inspection is performed at preliminary packaging. These manufacturing inspections support that it is unlikely that a manufacturing nonconformance contributed to the complaint event. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review was performed and revealed no additional similar complaints relating to frame damaged during use. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Per the instructions for use(IFU) and training manuals on mount and crimp the valve on the delivery system: place the qualcrimp crimping accessory over the valve making sure the valve is parallel to the edge of the qualcrimp crimping accessory. Place the valve and qualcrimp crimping accessory in crimper aperture. Insert the delivery system coaxially within the valve on the valve crimp section (2-3 mm distal to the balloon shaft) with the orientation of the valve on the delivery system as described below: retrograde approach: inflow (outer skirt end) of the valve towards the distal end of the delivery system. Crimp the valve until it reaches the qualcrimp stop located on the 2 piece crimp stopper. Gently remove the qualcrimp crimping accessory from the valve. Remove the qualcrimp stop from the final stop, leaving the final stop in place. Fully crimp the valve until it reaches the final stop. Note: ensure that the valve crimp section remains coaxial within the valve. Repeat the full crimp of the valve two more times for a total of three full crimps. Valve delivery: insert the loader into the sheath until the loader stops. Advance the edwards commander delivery system, with the edwards logo in the proper orientation (the delivery system articulates in a direction opposite from the flush port), through the sheath until the valve exits the sheath. Note: maintain the proper orientation of the flex catheter throughout the procedure. The delivery system articulates in a direction opposite from the flush port. Caution: for iliofemoral access, the valve should not be advanced through the sheath if the sheath tip is not past the bifurcation. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for frame damage during use was confirmed. Review of the DHR, lot history and manufacturing mitigations provided no indication that manufacturing nonconformance was a contributing factor. A review of IFU/training materials revealed no deficiencies. As reported, 'during a tf tavr with a 26mm s3u valve, the first valve met resistance while advancing through the sheath despite significant push force. Fluoroscopy revealed the valve was protruding through the sheath at the junction of the expandable and non-expandable segments, and there appeared to be some deformation of the in-flow aspect of the valve' and 'according to the physician, the stick was too low, in the profunda, making the sheath angle too steep, and the transition too acute for the valve/ds to navigate'. Per imagery, the patient's access vessel has tortuosity. The steep insertion angle and the presence of tortuosity in the access vessel can create a challenging pathway for delivery system advancement through the sheath, leading to resistance and high push force. Per training manual, 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification', 'if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system', and 'do not over-manipulate the sheath at any time'. In this case, it is possible that the valve strut caught within the sheath during the delivery system advancement. So, if the excessive force was applied to overcome the resistance, it could result in the valve torn through the sheath strain relief and damage the valve strut. These patient/procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. As such, available information suggests that patient factors (tortuosity) and/or procedural factors (excessive device manipulation/ steep insertion angle) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. In this case, the cause of the vascular problem is unknown, however, may be related to patient and/or procedural factors. A product risk assessment escalation has been previously initiated to assess the risks associated with valve frame damage resulting from high push force of the commander delivery system with s3u through the esheath. A CAPA has been initiated to investigate issues associated with insertion of the valve through the sheath using the sapien 3 ultra system (sapien 3 ultra thv, commander delivery system, and esheath).